Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been exposed to moisture. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.